Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
The pump dosage was decreased in april and since then the patient had return of symptoms; the patient had been in pain. The device system was delivering fentanyl and ¿klonopin not clonidine¿. The pump refills were every 60-80 days depending on the concentration. The patient was looking for a new pump managing physician. On (B)(6) 2014, information later reported the patient could not find another physician. They either do not take medicaid or they will not see a patient for a pump they did not implant. The patient¿s family got a new list of physicians to try and call. The patients¿ family was going to take the patient to see the managing hcp on (B)(6) 2014. As of (B)(6) 2014, the patient still has had no luck with finding an hcp. The critical alarm date was (B)(6) and the patient had not heard anything from anyone. The patient was getting nervous. The healthcare provider (hcp) reported they had called the patient on (B)(6) 2014 and the patient stated that they only called the manufacturer to find assistance in locating a new physician, they were not having any issues. The last refill was on (B)(6) 2014, fentanyl 22,000 mcg/ml at 5076 mcg/day and clonidine 280 mcg/ml at 64.60 mcg/day. The patient was scheduled for (B)(6) 2014 and cancelled. They also cancelled each of the rescheduled appointments on (B)(6). The cause of the decrease in meds in (B)(6) was that it was just up to high and the doctor felt that they had become used to the medication. The hcp wanted to lower it and come back up later. The patient did not like this idea so he wanted to find a new doctor. The hcp had not seen the patient. There were no device or therapy issues at the last appointment. Patient outcome was not reported.